Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had stimulation in the wrong location. It was also reported that the patient was incarcerated and that, about 6 weeks ago, they were ¿jumped and beaten in the back¿ by jailers and since then the patient noted that the stimulation was not working right ¿or not feeling it right like more sideways then up and down, wrong location¿. It was reported that they were able to verify the lead and implantable neurostimulator (ins) placements via x-ray. It was noted that the patient had been ¿very happy¿ with the device until they were ¿jumped.¿ if additional information is received, a follow up report will be sent.

Event description:
The patient could connect to the implant just fine however, he was complaining that when he tries to adjust his left leg it adjusts both. Also when the patient tries to adjust his right leg it adjusts both. This happened right after some incident around ¿(B)(6) 2015¿. The implant was approximately 8 months from eos. The patient was having problems with his ins and a plan of action needed to be discussed. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v002829, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v002829, implanted: (B)(6) 2006, product type: (B)(4).